Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump (B)(4)): it was reported that a patient was hospitalized from (B)(6) 2022 with breathing problems. States both cadd ms3 pumps alarmed, one was for blockage detected, second pump had. A message about leaking but the pump was dry. Patient was at dialysis and unable to talk. (B)(4). We are not able to perform any additional follow-up activities upon your request, and any additional requests for follow-up will not be responded to. Remodulin subcutaneous, continuous, dose: 2ng/kg/min start date: (B)(6) 2022.

Manufacturer narrative:
H10: device evaluation: no product was returned however the pumps operators manual indicates (see user manual section ?references") that the pump will alarm ?high pressure" if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer and age of the pump, as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device